Event description:
It was reported that during system revision, suspected externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.